Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of em2400 valve set were leaking. The event was further described as, ¿faulty valve sets were allowing the leakage of unintended ingredients into IV nutrition bags on the automated compounder. This was particularly occurring with lipids leaking into bags which should not contain lipids¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: november 11, 2021 - november 16, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.